Manufacturer narrative:
Block b3: exact date unknown, event occurred in july 2023. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 7124519/7099515.

Event description:
It was reported that the patient underwent an explant procedure due to pocket site infection. It was muted that the infection was not devise related. The patient was prescribed antibiotics. The patient was doing well post operatively. The explanted device components will not be returned.